Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the gore coating on the distal shocking coil was abraded through. There were suture footprints indicating a suture sleeve was tied down on the lead body at approximately 22.8 to 24.8 centimeters (cm) from the is-1 terminal pin. The rate/sense (rs) - conductor coil (all wires) were fractured at the distal end of the suture sleeve tie-down, approximately 24.8 cm from the is-1 pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead did not pass electrical testing due to the fracture.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel which was oversensed and resulted in inappropriate shocks. The noise was able to be reproduced with isometrics. There was no pacing inhibition due to the noise and rv impedances were unchanged. A revision procedure was performed and the decision was made to explant and replace the lead. No adverse patient effects were reported.